Event description:
The instrument was used during a laparoscopic appendectomy. It was reported the jaws would not open during case after firing. Surgeon was able to get off tissue, but was unable to reload instrument. The cartiridge did not fire. There was no consequence to the pt.

Manufacturer narrative:
Facility experienced an event with your endopath ets flex while performing a lap appendectomy. The product complaint analysis team completed its investigation of the device which was returned to co with product inquiry #972581. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Functional tests & results: articulation function good. Analysis conclusion: based upon the info received, the visual examination, and the functional testing, no conclusion couldbe reached as to why the instrument reportedly "would not open" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products. :"